Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the 4 way valve is sticking. Associated malfunction for this device: manifold cracked and f tube defective.